Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis confirmed the reported event as well as the failure seen during service and repair of the device, there was battery removal failure. However, fault isolation could not be completed due to analysis induced damage.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, the battery release was contaminated, the lead flex cover and one bail cover were broken, the keyboard was scratched, the battery drawer o-ring was missing, and there was a piece of foreign material between display and window lens.

Event description:
It was reported that the external pulse generator did not hold its charge for the expected amount of time when the polarity of the battery was reversed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.